Event description:
When the surgeon opened the site, found the pseudo tumor. Black foreign matter like metallic debris was found on the stem taper. The surgeon was suspecting that the tissue reaction and metallic debris were due to mom.

Manufacturer narrative:
The returned products and x-rays were reviewed by bioengineering. The following tests were conducted on the returned parts; sem. Eds, taper scoring (using modified goldberg scale), cmm, redlux, and visual inspection. A review of manufacturing records and complaint database search did not identify any anomalies. Notification was received from bioengineering stating that the root cause is undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. ¿the surgeon was suspecting that the tissue reaction and metallic debris were due to mom.¿ it was not possible to conclude this from the information provided. It is not possible to determine if there was a manufacturing fault. No corrective action is required. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy metallurgy nondestructively evaluated the reported devices after ethylene oxide gas and autoclave steam sterilization. The implants were examined using a stereomicroscope. Scanning electron microscopic (sem) and energy-dispersive x-ray spectroscopy (eds) analyses were performed on the femoral neck taper surface of the stem. The extent of fretting and corrosion on the taper surfaces of the femoral neck and the femoral head bore were qualitatively assessed during stereomicroscopic examination using the qualitative criteria for corrosion and fretting scores scheme developed by goldberg et al.1 the articular surface of the femoral head showed scratching with several small wear stripes near the pole that suggest microseparation between the head and liner in vivo. Wear markings on the acetabular liner appeared unremarkable. Several darkly stained areas were seen on the femoral stem within the area in which it had mated with the femoral sleeve. These may be the result of fretting between the stem and sleeve. However, the sleeve was not returned for evaluation. The femoral neck taper shows areas of discoloration with black debris or deposited films suggestive of fretting corrosion deposits. Comparison to the goldberg criteria for corrosion and fretting scores suggests a score of 4. The femoral head taper also shows black deposits within the taper and at the entrance to the mouth of the taper. It was assigned a corrosion and fretting score of 4 according to the golberg criteria. Poor quality pre/post op x-rays were provided as well as photography of excised tissue. Additional event information and investigational inputs were requested but not provided. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.